Event description:
Additional information received identified that there were no known allegations of deficiency against the lead. Surgical intervention took place on (B)(6) 2025, wherein patient's ipg was explanted and replaced, and the issue was resolved. The lead is therefore no longer reportable.

Manufacturer narrative:
The event is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system and therefore stopped charging their ipg as recommended. As such, the ipg became inoperable. Surgical intervention may take place at a later to address these issues.